Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system has showed mechanical noise oversensing in both primary and secondary vector configuration. Further information was received indicating the s-ICD delivered an inappropriate shock due to noise oversensing. The noise was clearly reproducible after electrode manipulation and isometrics, a potential fracture was suspected. The patient was hospitalized, the s-ICD system therapy has been turned off and will be explanted. Subsequently, the implantable electrode was explanted and replaced due to the previously mentioned issues, while the physician elected to keep the s-ICD in service. This product is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.